Event description:
It was reported that the lower display on the external pulse generator (epg) could not be read. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is defective (lower screen unreadable); lcd found out of electrical specification. Analysis also found the battery contacts are compressed and the ring is bent. (B)(4).